Event description:
It was reported that during a regularly scheduled remote monitoring session events of short v-v intervals were observed on the right ventricular (rv) implantable pacing lead. Lead impedance appeared to be stable and the patient was mostly sensing. No intervention has been reported at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068-52 implantable pacing lead (B)(6) 1999; sedr01 implantable pulse generator (ipg) (B)(6) 2011. (B)(4).